Event description:
The resident had a diagnosis of aspiration pneumonia upon admission to the facility. All meds and feeding were given through a j-tube. Pt had been receiving an enteral feeding solution at 60 cc/hr continuously. At 5:00 am on 10/12/96, the nurse started the feeding. At 7:15am, the nurse found the bag empty with the pump alarm sounding. The resident was later transferred to the emergency room and was admitted to the hospital for aspiration. The reporter stated the source of the event was the improper insertion of the administration set around the pump rotor. One pt involved.